Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl and confusion; cause was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer's family member called paramedics and customer went to the emergency room. Customer was subsequently admitted to the hospital and treated with glucose and intravenous fluids; nature of fluids was not known. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.